Event description:
A customer reported that their pump battery would not charge, although they had not received a power source alert. The malfunction led to an inability to confirm if the customer's blood glucose level had exceeded 500 mg/dl because the pump's screen was not operational. Initially, the problem resolved when the pump was plugged into a different wall outlet, allowing the pump to start charging, but further attempts with different wall adapters and charging cables did not lead to a permanent solution. Technical support decided to replace the pump, guided the customer on activating storage mode, and instructed them to return the faulty pump within 10 days. The customer agreed to continue using their current pump for insulin delivery until the replacement was received.